Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited alarm every time the latch was closed. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h10 device evaluation: one cadd solis pump was returned for investigation in used condition. No physical damage was found on the pump. The event history log showed the following: on (B)(6) 2020 2:08:21 pm high alarm displayed: cassette not attached properly. The reported problem (pump alarms every time latch is closed) was duplicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The dso sensor was replaced to correct the product problem.